Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ev240163 (serial: (B)(6)); product type: 0264-lead-hv; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the extravascular implantable cardioverter defibrillator (ev-ICD) upon the first defibrillation test (dft) inadequate sensing in the primary vector was noted and a command 30 joules shock was performed that failed to convert the patient from ventricular fibrillation (vf), the patient was the successfully externally defibrillated. Due to the failure to sense and defibrillate the device was repositioned more posteriorly in the pocket. A second dft was performed with "excellent sensing" but at 32 joules failed to defibrillate the patient. A third dft was performed at 40 joules, which is the maximum output for the device, and again failed to defibrillate the patient. The patient was rescued externally both times. There was no suspected technical issues with the placement of the device and the physician made the decision convert the case to a subcutaneous defibrillator. No patient complications have been reported as a result of this event.